Event description:
MFR received a report from a dealership alleging that the pt was warned previously not to exceed the prescribed liter flow, but continued to do so. The pt went into the hosp and ultimately passed away. The dealer reported that the apparent cause of death was copd.